Manufacturer narrative:
.

Event description:
The physician does not believe that the increase in seziures and changes in seizure patterns are related to vns therapy. The physician reported that the patient recently changed medications and he is trying to see what works for the patient. The physician feels that the vns system is working properly and does not plan to make any changes. It was reported that the patient will continue to assess the patient.

Event description:
Clinic notes dated (B)(6) 2013, note that the patient is experiencing more seizures. It was noted that the patient suffered a severe seizure and sustained a large laceration on her right hand. The patient's family feels that the vns is not helpful and it was noted that they are in the process of decreasing the level of device stimulation. The notes indicate that ativan would be replaced with onfi. Clinic notes indicate that interrogation showed the generator battery is running low. Clinic notes dated (B)(6) 2013, note that the patient's recent seizure was milder, with a quicker return to baseline and that they seem better in that regard. Attempts to obtain additional information are underway, but no additional information has been received to date. The patient has not been seen by physician since (B)(6) 2013.